Event description:
It was rpeorted that (1) device was used during a lobectomy. It was reported by the affiliate that the scb45 staples malformed on bronchus, so the surgeon put some overstitches to complete the case. There was no consequence to the pt. The device was discarded.